Event description:
Literature was reviewed regarding transcatheter aortic valve replacement in patients with heavily calcified aortic valve stenosis. The study population included 1513 patients who were predominantly male with a mean age of 81 years old. Multiple manufacturer¿s devices were implanted in the study population; 730 patients were implanted with a medtronic evolut r (n=499) or evolut pro (n=231) bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Clinical observations that occurred included: transvalvular gradients of 15 mmhg, severe paravalvular leak, myocardial infarction, stroke, bleeding or vascular complication, acute kidney injury, arrhythmia requiring permanent pacemaker implant, pericardial tamponade, valve-in-valve during implant, conversion to open surgery. Clinical observations that may have occurred during use of a delivery catheter system (dcs): access-site bleeding complication. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: saad et al. Transcatheter aortic valve replacement in heavily calcified aortic valve stenosis: a multicenter comparison. Clin res cardiol. 2025 mar;114(3):405-415. Doi: 10.1007/s00392-025-02611-w. Epub 2025 mar 10. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.